Event description:
Consumer claims to have been pierced with the inverness ear piercing system on 10/1/98 at a retail vendor. On 10/18/98 he sought medical attention for an infection at the ear piercing site and was prescribed antibiotics.